Event description:
It was reported that a patient underwent a ventricular tachycardia ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and during transseptal the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that when going transeptal, the patient was reported to have a thick septum causing the physician to push on the vizigo dilator. The dilator was thought to perforate the left atrial wall causing a pericardial effusion. The case was aborted. The patient was sent to post-anesthesia care unit (pacu) for monitoring then was brought back to the lab after vagaling down. A pericardiocentesis was performed. The patient was stable at the time of the call. Additional information was received indicating the effusion was noticed during the procedure after use of the carto vizigo¿ 8.5f bi-directional guiding sheath - large and dilator. The md described the event as a ¿doctor-patient interaction¿ and did not believe that the carto vizigo¿ 8.5f bi-directional guiding sheath - large malfunctioned. Md stated that the carto vizigo¿ 8.5f bi-directional guiding sheath - large performed as expected. No ablation occurred prior to noting the pericardial effusion. The patient is fully recovered.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 14-may-2024 it was noticed the following information was inadvertently omitted from the 3500a initial medwatch report. The information was omitted from section h11. Additional manufacturer narrative. "Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications."